Event description:
Procedure: gastric bypass. According to the reporter: when unfolding the specimen retrieval bag, there is a piece of plastic which does not stick to the device but falls in the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).